Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reports having a burning sensation as well as pain, redness and bruising at the pod infusion site. The customer had removed the pod prior to going to the hospital and applied alcohol and vaseline to the pod infusion site. Once at the hospital the patient was given a prescription for cephalexin (500 mg) to be taken two times daily for 10 days.